Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded. Product monitoring has made multiple attempts to obtain additional information. If additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a j tube. The customer reports the blue connector at the distal end of the tube came off, the tube went into the patient and they were not able to retrieve it from the patient.